Manufacturer narrative:
(B)(4). Additional manufacturer narrative: additional part replaced during service: oil mist filter. Asp investigation summary: the investigation included a review of the device history record (DHR) failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed. The unit met manufacturing specifications at the time of release and there were no issues related to this failure mode noted. The fmea revealed the risk priority number (rpn) scores are considered to be acceptable. The sra shows the risk for exposure to toxic or corrosive material to be "low." The catalyfic converter, vacuum pump oil, and oil mist filter were not returned for functional analysis. The assignable cause of the odor/smells is the catalyfic converter, vacuum pump oil, and oil mist filter. The field service engineer replaced these parts and confirmed the sterrad® nx was restored to proper function after service. The reported issue was resolved at the customer facility. The issue will be tracked and trended.

Manufacturer narrative:
A field service engineer was dispatched to the customer site. Odor/smell was confirmed. A corrective maintenance was performed and the vacuum pump oil and catalytic decomp filter were replaced. Unit meets specifications and was returned to service on 07/31/2015.

Event description:
A customer reported an event of an odor emitting from the sterrad tm nx sterilizer. There was no report of any human reaction. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.